Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. It was noted the right ventricular (rv) lead had the following issues; no capture in bipolar, high thresholds, fracture, undefined impedance described as high. It was also noted the right atrial (ra) lead had undefined impedance described as high and no capture. The leads were reprogrammed and later removed and replaced. No further patient complications have been reported as a result of this event.